Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterine descensus, fibroid (14 week size uterus) with dysfunctional bleeding and symptomatic rectocele. It was reported that the patient had the concurrent procedures of laparoscopic supracervical hysterectomy/ bilateral salpingo-oophorectomy, lysis of adhesions, interceed, placement of on-q performed during mesh implantation.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.